Event description:
The blender on the extracorporeal membrane oxygenation machine provides oxygen to the oxygenator. The patient was cannulated and the post arterial blood gas (abg) measurement normally run greater than 400. This post abg remained in the high 180's. The patient desaturated and required more ventilation support. After switching out the blenders, the patient post abg was more in the normal range.